Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of five photographs of a devices. The first photo depicts a foreign object on an unknown surface. The second photo depicts the product identification tab. The third photo depicts the product display box. The fourth photo depicts the device side of the product display box. The fifth photo depicts a yellow bio-hazard bag tied sitting on top of the device which is in the blister tray. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic bilateral inguinal hernia, during the initial stages, when the distension balloon is pumped up to create the space for the hernia repair, the balloon cannula was contaminated. Then the camera could not advance down the cannula as the perimeter was blocked by a plastic looking substance so that the surgeon could not pump up the balloon under vision. To resolve the issue, the balloon was pumped up without any vision, the surgeon had to rely on external palpation and had to estimate how high up the balloon this way. There was no patient harm.